Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter fracture issue, as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that some time post a catheter placement, a crack was allegedly found on the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2021), g3. H11: d4(medical device lot number), h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that some time post a catheter placement, a crack was allegedly found on the catheter. There was no reported patient injury.

Event description:
It was reported that some time post a catheter placement, a crack was allegedly found on the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation, ten electronic photos were provided for review. The photos shows one hickman s/l catheter in two segments. A complete circumferential break was noted on the catheter distal to the tissue cuff. A c-shaped longitudinal split migrating from the edge complete circumferential break was noted on both the catheter segments. A snare like wire was hooked on to the longitudinal split of the distal catheter segment. Therefore the investigation is confirmed for the identified catheter burst issue as a c-shaped split was noted on the catheter. However, the investigation is unconfirmed for the reported fracture issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2021), g3, h6 (device, method) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.